Manufacturer narrative:
Concomitant medical products: product ID: 389033, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having a replacement procedure due to normal battery depletion. Prior to surgery, impedance was normal. During the replacement surgery, the previous extension and adapter were removed and replaced with an extension. After the extension was connected to the lead, the extension was placed into the snap-lid connector and impedance was tested. Impedance results were 10000 ohms for all contacts. The extension was removed and the lead was placed directly into the snap-lid connector, and impedance was still high. The physician decided to implant the ins and extension nonetheless, and declined the suggestion of implanting a new lead during that surgery. The physician would decide in the future whether to replace or add a new lead. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2018. At that time, the patient had a stimulation system that couldn't be used due to the high impedance in the lead. No symptoms were reported, and the patient was alive with no injury. It was noted that the serial number could not be found under the patient's name in the database.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that as of 22-dec-2018, no decision had been made yet regarding potentially adding or replacing a lead and they did not have a date of when the doctor would make a decision.